Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that when the nurse tried to withdraw the guidewire it got stuck. When the guidewire was removed it appeared frayed at the end. No patient injury. No intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the nurse tried to withdraw the guidewire it got stuck. When the guidewire was removed it appeared frayed at the end. No patient injury. No intervention reported.